Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one month after implant of the right ventricular lead, the patient experienced left-sided discomfort worsened with lying on the left side. The lead was undersensing and had low r waves. The lead was replaced. No further patient complications have been reported as a result of this event.